Manufacturer narrative:
The device was returned and evaluated. The complaint of the device not charging was not confirmed. However, it was found during evaluation that the internal battery was degraded. The internal battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for the failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. During evaluation of the device, the internal battery was found to be degraded. There was no patient harm or serious injury reported as a result of this incident.